Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire tip detachment occurred. The target lesion was located in the distal obtuse marginal. No issues of resistance during insertion and advancing of a 300cm pt2 guide wire were encountered. A unspecified buddy wire was advanced alongside the pt2 guide wire without difficulty. The physician advanced a non bsc ivus catheter and encountered resistance as it reached the distal portion of the guide wire. A manual pullback was attempted but was not possible. Under fluoroscopy it was noted that approximately 10cm of the pt2 guide wire tip had detached. The remaining portion of the pt2 guide wire was removed. No tip migration occurred. The physician decided not to act on the detached tip as it was at a location within the artery that presented no immediate risk to the patient. Another of the same device was used to complete the procedure. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).